Manufacturer narrative:
The reported complaint of a leaking solex 7 catheter (lot #86813) was not confirmed during functional testing and visual inspection. A visual inspection of the returned solex 7 catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture. Balloon was covered in dried blood. Functional testing of the returned solex 7 catheter was performed. All infusion ports and extension tubes were flushed without resistance. The solex 7 catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. All lumens flushed as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for solex 7 catheter with lot number 86813. No patient injury attributable to zoll product were reported, there was no impact or consequence to patient. Event assessed as not serious because it does not meet criteria for seriousness. Based on available information, event was probably related to the icy catheter due to relevant timing and location and no other obvious cause for such event. It was possible that catheter was inserted not far enough. Refresher education with placement of the solex catheters for ER mds would be probably beneficial at this site. Usade: no. Swelling subcutaneous tissue around solex catheter is anticipated event and could potentially occur with usage of any catheter. Usade = serious + device related + unanticipated (event is not listed in the IFU, or the rate is higher than the rate listed in the IFU).

Event description:
During ivtm therapy on a 60 year old male patient, a intensive care unit (ICU) registered nurse (rn) reported that the thermogard console functioned properly and provided cooling therapy appropriately and patient's target temp was maintained for an hour. However, when the patient was transferred to the ICU on the upper floor, the ICU rn observed a large clot under the insertion site on the patient. ICU rn stated that the emergency room (ER) doctor claimed that the solex 7 catheter (lot # 86813) lumens lines were flushed with no issues, however, zoll has learned from a follow-up that the 2 of the 3 lumen ports were difficult to flush prior to insertion. ICU rn added that the ER doctor was not experienced with zoll solex 7 catheter and usually this issue does not occur when the protocol was performed by an intensivist. Note that the catheter was inserted into the patient's right subclavian vein and was removed by the same ER doctor after the incident was noticed. The dwell time of the catheter was about 2 hours. A different doctor reportedly placed a new solex catheter into the patient's right jugular vein and ivtm therapy continued with no issues.

Manufacturer narrative:
Correction made to section b5 (describe event or problem).

Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed. Based on zoll medical safety assessment, no patient injury attributable to zoll product were reported, there was no impact or consequence to patient. Event assessed as not serious because it does not meet criteria for seriousness. Based on available information, event was probably related to the icy catheter due to relevant timing and location and no other obvious cause for such event. It was possible that catheter was inserted not far enough. Refresher education with placement of the solex catheters for ER mds would be probably beneficial at this site. Usade: no. Swelling subcutaneous tissue around solex catheter is anticipated event and could potentially occur with usage of any catheter. Usade = serious + device related + unanticipated (event is not listed in the IFU, or the rate is higher than the rate listed in the IFU).

Event description:
During ivtm therapy on a (B)(6) year old male patient in cardiac arrest, a intensive care unit (ICU) register nurse (rn) reported that the thermogard console functioned properly and provided cooling therapy appropriately and patient's target temp was maintained for an hour. However, when the patient was transferred to the ICU on the upper floor, the ICU rn observed a large clot under the insertion site on the patient. ICU rn stated that the emergency room (ER) doctor claimed that the solex 7 catheter (lot # unknown) lines were flushed with no issues, however, zoll has learned from a follow-up that the 2 of the 3 lumen ports were difficult to flush prior to insertion. ICU rn added that the ER doctor was not experienced with zoll solex catheter and usually this issue does not occur when the protocol was performed by an intensivist. Note that the catheter was inserted into the patient's right subclavian vein and was removed by the same ER doctor after the incident was noticed. The dwell time of the catheter was about 2 hours. A different doctor reportedly placed a new solex catheter into the patient's right jugular vein and ivtm therapy continued with no issues. No known impact or consequence to patient information was available.

Manufacturer narrative:
The reported complaint of the 2 of the 3 lumen ports for solex 7 catheter (lot #86813) were difficult to flush was not confirmed during functional testing. A visual inspection of the returned solex 7 catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture. Balloon was covered in dried blood. Functional testing of the returned solex 7 catheter was performed. All infusion ports and extension tubes were flushed without resistance, thus not confirmed the reported complaint. The solex 7 catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. All lumens flushed as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for solex 7 catheter with lot number 86813. No patient injury attributable to zoll product were reported, there was no impact or consequence to patient. Event assessed as not serious because it does not meet criteria for seriousness. Based on available information, event was probably related to the solex 7 catheter due to relevant timing and location and no other obvious cause for such event. A zoll clinical educator has provided refresher training on two different occasions on solex 7 catheter insertion.